Manufacturer narrative:
G3, h2, h3, and h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was broken, rendering the device inoperative. All the components were returned. The device shows signs of extensive use. A complaint report was conducted which came to the conclusion that the post tip fractured. The device also showed signs of wear, deformation, and scratching. The clinical/medical evaluation concluded that per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested patient-specific clinical information/documentation, further assessment cannot be provided, and the clinical root cause of the broken post cannot be concluded. The patient impact beyond the reported revision could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. A2: patient information available. G2: report source update. H6: code update.

Event description:
It was reported that, after a primary tka, a patient complained of pain. A revision surgery was perform on (B)(6) 2021 to exchange the journey articular insert bcs std 7-8 rt11 due to the post had broken. The procedure was completed without surgical delay. The outcome of the patient is unknown.